Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia and hyperglycemia on (B)(6) 2019 with the blood glucose 51 mg/dl at time of incident. The customer was assisted with troubleshooting. Customer stated that they were treated with the glucose gel and food. Customer also having the high blood glucose at the time of hospitalization on (B)(6) 2019. Customer's blood glucose at the time of hospitalization was 559 mg/dl. The customer was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose as well as low blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated insulin exited at the quick release. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with serial number label missing, scratched case, pillowing keypad overlay and minor scratched lcd window.